Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) ) failed to power on and the platform made a clicking sound when the power button was pressed, and no lights lit up on the display panel was confirmed during functional testing. The root cause for the reported complaint was determined to be due to a failed processor board, likely due to the aging of the device. The autopulse platform was manufactured in september 2008, and it is almost 15 years old, well beyond its expected service life of 5 years. No physical damage was observed on the returned autopulse platform. The platform failed the initial functional testing as it could not power on during the post (power on self test). In addition, the platform made a clicking sound when the power button was pressed, and no lights lit up on the display panel, thus confirming the reported complaint. The processor board was replaced to remedy the fault. During further testing, unrelated to the reported complaint, the lcd screen displayed missing pixels. The root cause for the observed issue was due to a failed lcd screen, likely caused by normal wear and tear. The lcd screen assembly was replaced to address the issue. Unable to download archive data due to the defective processor board. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(6) ) does not power on. The autopulse platform made a clicking sound when the power button was pressed and no lights lit up on the display panel. Per the reporter, the autopulse li-ion battery was replaced but the issue persisted. No patient involvement.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.